Event description:
Pt rolled off of a concerto shower trolley during care, falling to the floor. Pt was transferred 911 from (B)(6) to acute care hospital as a result. It appears that one of two spring loaded clips that hold the shower trolley side rail in place was not properly engaged. Upon investigation we found that with a single clip engaged, and with some weight applied, the rail will drop inadvertently. We were also able to replicate a single clip being engaged with several test demonstrations. All clips and springs appeared to be in good condition and good working order; however, it was rather easy to re-create single clip engagement. It was also concerning that it would be easy for this to go unnoticed by the caregiver because the clips are visually obscured by the presence of the shower bed cover that covers both rails and the shower trolley base.